Event description:
The caller reported a past event of low blood glucose with a recorded level of 40 mg/dl. Cause was not known. The caller consumed carbohydrates to address the low glucose level. Technical support advised the caller to consult with a healthcare provider to discuss factors affecting blood glucose levels.